Manufacturer narrative:
Additional information: a review of the device history records/c of a for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an MRI which showed spondylolisthesis and resulting grade ii l5-s1 anterolisthesis. Disc protrusion is seen at l4-5. Significant bilateral foraminal encroachment is seen at the l5 nerve roots seeming to result from loss in disc space height. Patient underwent lumbar laminectomy with facetectomies, foraminotomies and reexploration of l4, l5, and s1, transverse lumbar interbody fusion l4-5, l5-s1, posterolateral spinal fusion l4, l5, and s1, spinal hardware was implanted from l4-s1. At an unknown time post-op patient went in for post-op checkup and still complained of low back pain. No further details are known at this time.